Event description:
It was reported that the device started charging at 7 j and not from 0 j. It was also reported that the device began charging and stopped, and then restarted charging again. The device was not opened or used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.this model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The analysis data confirmed the complaint that a full charge had a starting energy of 7j instead of 0j. There was no evidence of a charge circuit problem and no anomalies were observed during real time x-ray analysis. The analysis data was consistent with the reported complaint being caused by two charges that were performed in rapid succession.